Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a post implant wound check follow-up. Atrial lead dislodgement was noted. The lead was repositioned. The patient was fine and was discharged the next day.